Event description:
The customer reported that after acquiring a cine run the system would lock up and the image display would flicker back and forth between the current cine run and a previous cine run. The image data was becoming mixed up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sine hard drive was replaced. The system was then found to be operating as intended.